Event description:
It was reported that the device displayed an inappropriate therapy leads off alarm. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the therapy pcb assembly. After replacing the therapy pcb assembly, proper operation was confirmed and the device was returned to the customer.